Event description:
Additional information received reported that there was no patient injury and no intervention was required.

Manufacturer narrative:
Additional information: b5 the device has been received and the investigation has been completed. The results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off. Root cause description the root cause could not be determined. A potential root cause could be due to an incomplete curing which may have caused the anchor to break off. Manufacturer reference #: comp-(B)(4).

Event description:
The device had a fracture.

Manufacturer narrative:
Additional information: a2, a3, a6, b5, h6 (health effect - clinical code, health effect - impact code, type of investigation). Corrected information: d1, d9, g4, h6 (medical device problem code, component code). Manufacturer reference: (B)(4).

Manufacturer narrative:
Requests for additional information has been made but not response has been received. The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).

Event description:
It was reported that a silent nite device was received with broken parts. No additional information was received.